Event description:
Reportedly, although the device was packaged in bubble wrap the tube is broken at its neck (where it goes from thick to thin). It was discovered when the customer tried to remove it from its packaging.

Manufacturer narrative:
Evaluation summary: the packaging tube is broken at the bond site, between the clear adaptor and the gray tube. The catheter is exposed through the broken packaging. The shrink seals are still attached, one at the clear adaptor cap and the other around the directions for use. When the catheter was pulled out of the tube during evaluation, it was found to be in good condition. Although the reported complaint was confirmed, there was no evidence of a manufacturing defect. Further investigation revealed that the product was packed in the incorrect shipping box, which resulted in damage to the product package during shipping. The packer who packed this shipment has since been re-trained. A device history record review was completed and documented that the device met all specifications upon distribution.